Event description:
During electrophysiology procedure with ablation, a guidewire was introduced into the femoral access point and was difficult to advance. Upon removal the tip was sheared off and noted to be in the subcutaneous tissue and not within the vessel. After a brief attempt to remove it was decided that leaving the retained piece in place was of least risk to the patient.